Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient suffered injuries due to the right ventricular lead. The physician explanted and replaced the lead. There was no allegation of externalized conductors.